Event description:
Pt with right sided headaches, tenderness over right occipital pulse. Occipital nerve stimulator placed: lead failed to fire in post surgical testing. Pt returned to or for lead replacement. Testing of second lead uneventful.